Event description:
From staff: dr. Adjusted the sheath to the needle and the needle came out the side of the sheath instead of the coming out the end as intended. This occurred in the working port of the flexible scope while it was in the patient.